Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 was failed and was not recovered. A field service engineer (fse) had customer attempt recovery, which was unsuccessful, shut down the unit and replaced the inseparable, then rebooted the system and assisted the customer in successfully recovering the failed storage space, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, unable to recover drawer 5. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.